Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator is not functioning. It is not delivering the proper amount of carbon dioxide and is not reaching the set pressure. The issue was found during service / maintenance (not in a clinical setting).